Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient has no hearing sensations with the device.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been scheduled yet.

Event description:
Patient no longer has any hearing sensations with the device. Re-implantation is considered but no date made available yet.

Manufacturer narrative:
Damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
Patient does not hear with the device as before. Re-implantation was done.